Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 27-year old caucasian female patient underwent primary breast augmentation with two 300cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via physical examination, with right breast capsular contracture (baker grade iii). At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On october 5, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On october 18, 2022, mentor received additional information indicating that the patient was also diagnosed with bilateral breast capsular contractures and bilateral breast asymmetry during the removal surgery on (B)(6) 2022. The patient underwent bilateral capsulotomy, capsulectomy and replacement with two 350cc mentor gel implants. This medwatch form is for the right breast prosthesis. Complications on the left breast have been reported under mrn: 1645337-2022-12745

Manufacturer narrative:
On october 25, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 300cc breast implant was found to have a tear on the anterior view measuring approximately 5.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view, measuring approximately 0.3 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On december 21, 2022, the product investigation summary was updated with the following statement: a skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules, or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens, or immune system disorders.

Manufacturer narrative:
On october 4, 2022, mentor received additional information indicating the patient's weight and the accompanying symptoms of the right breast capsular contracture. The breast has deformity, breast pain, tenderness, and is riding higher than the left breast.

Manufacturer narrative:
On november 18, 2022, mentor received additional information indicating that during a (B)(6), 2022, breast inspection, the patient was found to have edema and erythema. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On august 5, 2022, mentor became aware that the patient has been scheduled for breast implant removal on (B)(6) 2022. In addition, the capsular contracture has been updated to baker grade IV. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture.